Event description:
The surgeon experienced the anchor break free at the eyelet location during insertion. The threaded portion of the anchor remains in the pt. A second anchor was used without issue. The surgeon did pre-drill using the standard 1.8mm bit along with a drill guide. The a02 finger technique was utilized. A back-up device was used to successfully complete the procedure. No pt injury or complications were noted.